Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while inserting the mitraclip cds into the steerable guide catheter (sgc) and the hemostatic valve became filled with air. While attempting to aspirate the guide it was not possible to fully aspirate the air. Troubleshooting was performed unsuccessfully. The sgc was removed from the patient and a replacement sgc was selected. A mitraclip was implanted successfully. The final mr was grade 4. There was no adverse patient effects or clinically significant delay reported.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Returned confirmed the reported leak/splash associated with a loss of fluid column. It was noted that the silicone valve inside the sgc hemostasis valve was torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and based on the information provided and the analysis of the returned device, the reported leak appears to be related to the observed tear in the silicone valve of the sgc hemostasis valve. A cause for the observed tear, however, could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a